Event description:
The following has been reported: nurse reported: "per nursing report, IV tubing malfunctioned. Primed IV tubing as normal. Programmed pump as normal. IV pump alerted that there was air in the line. After removing air in the line, it was seen that the tubing was leaking and dripping onto the floor. Medication was coming from the cassette area. Patient harm: no. A preliminary review identified the following issue: administration set leak (external part). Unknown if issued stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One samples of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion started and solution was observed dropping from the right side of the cassette. A leak was observed coming from the primary inlet valve. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. Therefore, it was observed that the diaphragm was displaced, causing the leak evidenced. The customer complaint is confirmed. The potential root cause could be a slight displacement of the diaphragm on the cassette. An internal investigation was opened to address this issue. The current process controls detection include: 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, quality sampling for final physical testing, for performing a flow and underwater leak tests, and 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25f09025 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.